Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, premature battery depletion was observed. The device was explanted and replaced.